Event description:
It was reported that the 8800 had a collimator iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock controller, video controller, image processor, and hard drive were installed during the service call. The systems was tested and found to be working as intended, and put back into service.